Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 25mg/dl. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. Customer declined to low blood glucose. The device will not be returned for analysis.